Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who received dilaudid (unknown dose and concentration) via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported on (B)(6) 2017 that the patient was in the ER and then admitted to the ICU. It was stated the patient was incoherent. It was stated the healthcare professional would like the manufacturer's representative to interrogate and reprogram the pump. It was stated that this was a sudden change of therapy/symptoms. The event took place on (B)(6) 2017. It was attempted to contact the healthcare professional by phone, but the number used was for an emergency room and the healthcare professional was unavailable and only worked at that ER once a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.